Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return their device to be investigated.

Manufacturer narrative:
(B)(4). Additional information/device evaluation of the returned device and review of data log confirmed the reported intermittent audio output. A definitive root cause could not be determined.